Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the response buttons were defective. The cause for the non-functional response buttons is likely a defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had defective response buttons. The last patient to use this monitor did not report any deficiencies.